Event description:
It was reported that the customer went to the emergency room with a high blood glucose level above 450 mg/dl. Cause was unknown. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.